Manufacturer narrative:
The device ro 09 004 has been inspected for investigation purpose. The tests performed confirmed that the pin of the interface block was missing. As repair the interface block was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the interface block was non-functional. There was no patient/user impact reported.